Event description:
It was reported that the patient faced an infusion set bent cannula event on 21 may 2026. Patient experienced high blood glucose level at the time of the event and patient managed it with correction bolus via pump and a couple of shots mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.